Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer blood glucose level was 383 mg/dl at the time of incident. Hospital is putting customer back on insulin drip. Customer had surgery and was taken off of pump therapy. The customer was assisted with turning off the auto mode feature. The customer did not provide details regarding symptoms of their high blood glucose. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.